Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6: h4: the device was manufactured from october 21, 2019 - october 22, 2019. H10: the actual device was received for evaluation. The sample was returned to the plant containing 181 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) under infused. It was further reported that ¿the pump did not infuse medication¿ (fluorouracil in dextrose 5% in water/d5w). This was further described as ¿the balloon was full and intact, no (or very minimal) medication was delivered to patient¿. The issue was identified during use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.